Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level, as it remained between the acceptable range of 54-500 mg/dl. Technical support assisted by advising how to effectively use the button and removed the pump from its case to improve function. Despite these efforts, the difficulty persisted, leading technical support to decide on replacing the pump. Reportedly, the customer continued to use the pump for insulin therapy.